Event description:
A customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control further evaluated the replaced system pcb assembly and determined that the root cause of the reported issue is shorted capacitor c997 on the system pcb.

Manufacturer narrative:
Physio control representative evaluated the customer's device and verified the reported issue. After the replacing of the system pcb assembly and other unrelated repairs a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
A customer contacted physio control to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.